Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. A companion sample from one of the identified lots was returned from controlled stock for investigation, simulation use tested, and no defects were noted. In addition, an investigation on the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow-up report will be submitted following completion of the plant's evaluation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her discontinued treatment. The cycler had alarmed for air detected in the cassette and she discontinued treatment. When she opened the cassette door she found fluid inside the cassette door and underneath the cycler. The set was discarded. During follow up the patient reported that she did not have any complications. No adverse event reported at this time.